Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 603 mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was treated with infusion set and reservoir change and injection shot. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump communicated properly with the glucose sensor simulator box. No unexpected low sensor alarms were noted during testing. The pump functioned properly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube window corners, a cracked reservoir tube lip and cracked battery tube threads. The pump passed the delivery accuracy test.